Event description:
It was reported that the 9800 system had a charger failure error message during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and generator interface board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.